Manufacturer narrative:
This catheter has not been returned for eval. If the catheter is returned and evaluated, a follow-up report will be submitted if it changes any of the info already provided in this report. The reserve sample evaluated performed to specification. The labeled rbp for this catheter is 3.0 atm. The sample did not burst until 5.0 atm. It was not recorded if an inflation device with pressure gauge was used as is recommended in the instructions for use. It was also not recorded as to what pressure the catheter burst at, so it is unk as to whether or not the balloon was over inflated and taken beyond the labeled rated burst pressure. This catheter is indicated for pulmonary valvuloplasty and was being used off label for aortic valvuloplasty.

Event description:
The balloon burst upon second inflation during aortic valvuloplasty. There was excellent stability on the second inflation, then the balloon ruptured at inflation. The balloon was withdrawn and the rupture was noticed. The patient came back a few days later with lower leg pain. (B)(6) surgeons retrieved balloon fragment. The inflation pressure used was not reported and it is unk if an inflation device with pressure gauge was used.